Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: infection

Event description:
Patient reported being treated for left breast infection. No surgical reoperation has occurred. Healthcare later reported "I believe the patient is suffering from bii" device remains implanted.